Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy to the patient during sinus tachycardia. Review of the stored electrograms initially notes noise on the rate/sense channel, however during isometrics, noise was present on the shock channel only.